Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (310 mg/dl). Reportedly, the customer believes the pump is not functioning as intended. Customer delivered a bolus to address elevated bg levels. Troubleshooting with tandem technical support was performed and the pump functioned as intended. Reportedly, customer's bg level lowered to target range and the pump was functioning as intended.